Event description:
It was reported that: the handle of the peel away sheath broke off. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported. Associated to 9680794-2023-00929.

Manufacturer narrative:
Qn# (B)(4). The customer report of a broken peel away sheath tab was confirmed by visual inspection of the returned sample and customer photos. One peel away sheath extrusion was separated directly adjacent to the tab. A device history record review was performed, and a relevant finding was identified. Based on the customer report, sample received, and comments from manufacturing, the potential root cause of this event is manufacturing related. The investigation was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the handle of the peel away sheath broke off. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported. Associated to 9680794-2023-00929.